Event description:
The operator of a flexlab system placed a tube in an incorrect lane and attempted to retrieve the tube by reaching under the safety shield while the system was operational. The operator was struck by the input-output robot, causing a laceration to her finger. The operator went to a doctor to have the wound treated.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). It was determined that the customer did not take proper safety precautions to power off the system before opening the safety shield. The flexlab operators guide states: "warning: pinch hazard. Never reach under the led bar to load or unload tubes. You could be injured if your hand enters the input/output robot area. Remove the racks from the input/output module before loading and unloading sample tubes. Always use the rack handles to insert or remove a rack". The cause of the operator receiving a finger cut is failure to follow instructions. The instrument is performing within specifications. No further evaluation of the device is required.